Event description:
It was reported that an ilet device was accidentally dropped, resulting in a cracked display and an unresponsive touchscreen; the device could restart via the mobile app, but the screen remained nonfunctional. Symptoms included no injury. Outcomes included no medical intervention or hospitalization and the patient used backup therapy. Investigation included customer service troubleshooting and education with confirmation that data could be synced to the mobile app before return. Investigation of this case revealed a mechanical impact causing screen damage and loss of touch functionality while core device electronics powered on. It was concluded that the device experienced physical damage from a drop leading to a failed display/touch component, and a replacement was provided.